Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, failure to capture, r wave amplitude variation and pseudo pseudo fusion on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.